Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not stay on when powered up. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis in good condition. The pump was visually inspected and found that the was able to power up without no issue. The customer's issue of the pump not staying on when powered on was not verified. Inspection of the pump found no problem with the device. The device was found to be working properly and no problem found.